Event description:
It was reported by the physician that during routine cataract surgery with intraocular lens (iol) implant the trailing haptic detached from the iol during insertion into the patient's eye. The physician cut the lens with scissors to facilitate ease of removal. A forceps was used to remove the lens through an enlarged incision site and a second lens implanted without complication. Two sutures were applied to the wound for closure.

Manufacturer narrative:
The device is currently being evaluated at the manufacturing site. The lens met all manufacturing specifications prior to release. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.